Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject 008-00073 shout - tornier shoulder outcomes study. Shoulder pain. Subject is experiencing discomfort in the shoulder. Per call with site on 31-oct-2024, verbally reviewed additional clinic notes: ¿ (B)(6) 2023, no change radiographically (ongoing), ¿ (B)(6) 2024 worsening pain, no loosening and no change in allograft, lucency around baseplate, but no shifting of position (ongoing)".